Manufacturer narrative:
(B)(4).

Event description:
It was reported that a tip detachment occurred. A chariot guiding sheath had been used during the procedure. After the case was finished, they were pulling the sheath out, it appeared as though the inner coiling was coming out of the sheath. No patient complications were reported and the patient's status is fine. Later, it was noticed that the tip of the chariot guiding sheath was not attached. They took the patient and put him under fluro and found the tip in the patient. The tip is extravascular and has not caused any issues that they are aware of. The patient is currently on vacation and will be given the option of surgical removal upon return.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a chariot guide sheath with the dilator. The dilator was in the shaft when received. The markerband and tip were not returned for analysis. There was blood on the inside the device. Microscopic examination revealed that there was a detachment 63.7cm from the hub. The separated end of the shaft was torn/damaged. The coil was stretched proximally 14cm and was protruding out of the shaft separation. There were scratches on the distal end of the shaft by the separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a tip detachment occurred. A chariot guiding sheath had been used during the procedure. After the case was finished, they were pulling the sheath out, it appeared as though the inner coiling was coming out of the sheath. No patient complications were reported and the patient's status is fine. Later, it was noticed that the tip of the chariot guiding sheath was not attached. They took the patient and put him under fluro and found the tip in the patient. The tip is extravascular and has not caused any issues that they are aware of. The patient is currently on vacation and will be given the option of surgical removal upon return.